Manufacturer narrative:
Investigation summary: potential root cause for the poor print quality defect is associated with the marking process. Since the defects observed are within the acceptable limits, no corrective actions are necessary. Investigation conclusion: one picture showing four 10ml syringes (p/n 300912) was received. The photo was visually evaluated. One syringe had small breaks from the 10ml grad line to just below the 9ml grad line. One syringe had small breaks from the 10ml grad line to the 8ml grad line. One syringe had a small break on one grad line between the 4ml and 5ml grad lines. One syringe had small breaks on the 6ml grad line and the grad line directly below it. One grad line between the 6ml and 7ml grad line had missing print. A small break was also observed between the 8ml and 9ml grad lines. The four syringes pictured were acceptable per product specification. Potential root cause for the poor print quality defect is associated with the marking process. Since the defects observed are within the acceptable limits, no corrective actions are necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 62 bd 10ml syringe luer-lok¿ tips experienced light scale marking. The following information was provided by the initial reporter: the department rejected 62 of the 800 syringes tested. Reason for rejection: marking damage on the scale